Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 60% stenosed, moderately calcified lesion in the mildly tortuous femoral artery. The 5.0mmx20mmx135cm armada 35 balloon dilatation catheter (bdc) was prepped before use with no leak or issue noted during preparation. The bdc was advanced to the target lesion without reported issue; however, the balloon could not hold pressure during inflation and the bdc was removed without reported issue. Upon withdrawal, the bdc was noted to be leaking in the hub area. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 5.0mmx20mmx135cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned; therefore, a failure analysis could not be performed. A search of the lot history record (lhr) for this specific lot indicated no non-conformance records. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. However, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.